Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports recent trays have been uncomfortable to wear and subsequent trays have had a worse fit. Subsequent evaluation by the dentist recommended not to continue wearing the aligners due to the bad fit causing discomfort to the gum/jaw. The byte cst (clinical support team) confirmed large airgaps via photos provided and fit for step 9 wnl (within normal limits).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.